Manufacturer narrative:
(B)(4). Device is not accurate after prolonged use on the patient. Definable error message failed and could no longer be put into operation according to the user's statement. There were no further complications, the device was replaced by another and was no longer used until the check. Troubleshooting, device inspected, all plug connections tested. Connector revolving knob. Contacts cleaned, test run performed. There is no error occurred, all functions flawless. Speed controller newly fastened and tested. Electrical safety test was successfully. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was started that the device failed because of an indefinable mistake and lead to a pump stop. The error happened during patient involvement. No danger for the patient because they replaced the device. (B)(4).